Event description:
It was reported that the patient with this pacemaker experienced a belt loop retrograde tachycardia. Technical services (ts) was consulted and discussed that the event initiated with a premature ventricular contraction (pvc), the device eventually delivered ventricular pacing, which led to the belt. The patient reported experiencing a heart rate increase at times. Reprogramming options were discussed. No additional adverse patient effects were reported. This device remains in service.